Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not deploy clips. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
The facility reported a colleague infusion pump with a channel b failure, which interrupted a patient infusion in the facility's special care unit. The pump was swapped out and the infusion resumed on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event and the patient has been discharged. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The pump was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).

Event description:
As reported via the (B)(6) study, a patient had a history of multiple restenoses of cypher stents prior to the index procedure, and experienced in-stent restenosis of the cypher stent placed during the index procedure. The patient initially had 4 cypher stents implanted from the distal to proximal circumflex (2.5 x 8, 2.5 x 28, 3.0 x 33, and 3.0 x 18) due to diffuse disease with total occlusion of the distal circumflex and a q-wave myocardial infarction. The stents were not overlapping. Approximately eight months after stent implantation (on (B)(6) 2006), the patient experienced 80% in-stent stenosis in the distal circumflex that was treated with two taxus stents. Approximately four months later (on (B)(6) 2007), the patient experienced significant in-stent restenosis in the distal two-thirds of the circumflex and was treated with three taxus stents. One year later (on (B)(6) 2008), the patient experienced in-stent restenosis of the previously implanted taxus stents in the mid to distal circumflex and was treated with two additional taxus stents. Six months later (on (B)(6) 2008), the patient experienced in-stent restenosis of the taxus stents in the distal circumflex and was treated with two promus stents.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).